Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2016 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead undersensing and oversensing on atrial fibrillation (af)/atrial tachycardia episodes was observed. It was noted the at/af anti-tachycardia pacing therapy had been disabled approximately two weeks prior due to the therapy leading to an accelerated ventricular rate. At the present device check, there were multiple episodes observed, along with possible ventricular tachycardia (vt) and no defibrillation therapy delivered. The ra lead remains in use. No patient complications have been reported as a result of this event.